Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
The ge service rep repaired the power plug, ordered part, and replaced the power cord. The system is working as intended.